Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was deployed from the device after removal, but it is not certain whether it was deployed to the proper location. Bleeding was noted immediately after plug deployment/device removal, and pulsatile bleeding was observed at the puncture site. Bleeding was treated with manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flush with the handle. Fingertip compression was maintained on the skin during device removal. There were no multiple stick attempts before access was achieved. A 8f non-cordis vessel sheath was used. The femoral artery¿s suitability was not verified on angiography, and the insertion angle was not confirmed. The vessel diameter was not verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure using aa retrograde approach. The physician was certified to use the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40.the patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) is not dislodged from the device after removal and the device was unable to stop bleeding. Manual compression was used to stop the hemorrhage. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The deployment button was fully depressed and flush with the handle. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was deployed from the device after removal, but it is not certain whether it was deployed to the proper location. Bleeding was noted immediately after plug deployment/device removal, and pulsatile bleeding was observed at the puncture site. Bleeding was treated with manual pressure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flush with the handle. Fingertip compression was maintained on the skin during device removal. There were no multiple stick attempts before access was achieved. A 8f non-cordis vessel sheath was used. The femoral artery¿s suitability was not verified on angiography, and the insertion angle was not confirmed. The vessel diameter was not verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure using aa retrograde approach. The physician was certified to use the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device. The device was received fully deployed. Also, due to the nature of the event, without procedural images, the cause of the reported issue could not be evaluated since patient related events cannot be duplicated in the lab. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The vessel suitability was reported to not be verified. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.